Event description:
Info received indicates the communication buttons are not working from the siderails or the hand pendant. No nurse call.

Manufacturer narrative:
The tech replaced the sidecomm communications cable to repair the bed.